Event description:
Customer reported that a patient sample with a positive antibody screen did not react with vrb163. Further testing was performed with 0.8% resolve panel a (w-1+ with jka+jkb- cells) and ficin treated 0.8% resolve panel c (1-2+). Sample was later confirmed to have an anti-jka. Customer confirmed the reactivity of the jka antign by randomly testing some of the jka + cells from vrb163 with an anti-jka reagent. Reactivity of 1-2+ was observed.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).